Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress; the distal lv (low voltage) electrode of the lead was coveredin blood, and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that when the right ventricular (rv) lead package was opened, there was visible damage near the superior vena cava (svc) coil. The rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.